Event description:
A consumer reported that her thermometer had allegedly given a false negative reading of 29.9°c, where a fever of 42.4°c was confirmed by a doctor. This indicates the reading was below the lower display range of the thermometer (32°c). There were no complications from this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.